Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample with no packaging was returned for evaluation. Upon visual inspection the air vent on the drip chamber was noted to be off and not returned with the sample. Visual inspection confirmed the reported defect of the vent falling off the drip chamber when opening the vent cap. The sample and all information was forwarded to the supplier for further evaluation. Batch records were reviewed for all involved lots with no related non-conformances. The three assembly machines which perform 100% inspection for the presence of the air vents` log books were reviewed, also with no anomalies. There are three different stations that perform 100% inspections and no manufacturing records indicated any non conformances during production of any involved lot. In addition, all received samples were submitted to an air pressure test and water pressure tests per borla`s specification with passing results. The defect was not ale to be replicated or confirmed and no root cause was able to be determined. Therefore, no formal corrective action is warranted at this time. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy the product leaked, causing a chemo spill onto the floor.